Manufacturer narrative:
Additional information has been received; the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scrdriver shaft t8 self-holding experienced a failure during a procedure. The event involved difficulty seating the t8 star drive screwdrivers into the 2.7 locking screw recess heads, resulting in a stripped screw head and a bent screwdriver shaft. The issue led to a prolonged surgery by approximately 20 minutes. There was no consequence or impact to the patient, and no legal action was indicated.